Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp was encountering the poor communication screen and indicated that it took 10 minutes to decrease from 1.8 to 1.4. The issue appeared to be that the patient was not holding the patient programmer (pp) on the skin pressing the minus button. The caller indicated that the patient was in the hospital about to have surgery, but the type of surgery or if the surgery was related to the patient's therapy was not reported. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.